Event description:
Reporter stated, the blood glucose monitor provided incorrect bolus advice based on the blood glucose result and amount of insulin on board. No physiological effects were reported. The alleged products were replaced and requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(4).

Manufacturer narrative:
The customer's allegation of the inaccurate bolus delivery was not observed during the investigation of the returned product. The product functioned as intended.